Manufacturer narrative:
Submit date: 4/18/2017.

Event description:
The customer states that the unit keeps shutting down. The issue was found during testing. There was no patient involved.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the unit was shutting off. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.